Event description:
The customer reported scope communication error B30 during an inspection for use involving an Olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noiseA root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was due to bad plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.